Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Upon opening the kit, the physician noticed that there was a gap between the septum and the cross of speaking valve. The physician had pushed the septum back to correct position. However, the septum moved and a gap appeared again when the patient breathed. It led to air leakage, and the patient was unable to practice speaking. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one sample was returned and the membrane was found to be out of its normal position. This sample failed testing as required by (B)(4). The most likely cause is related to an incorrect membrane assembly with vacuum pen and false accepted testing with previous analog machine. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: device evaluation: one pvc - portex tubes blue line ultra (blu) pumps was returned for analysis. According to the investigation the decontaminated blu tracheostomy kit components including reported 007/550/000 orator speaking valve assy were received for investigation in plastic bag. Visual inspection was performed, and investigator noticed that there was a gap between membrane and cap as reported by customer. Therefore, the customer reported issue was confirmed. According to the investigation reported issue was caused by damage portex tt pdt which is supplied item fault. The problem source of the reported problem is unknown.